Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic appendectomy. The esu was used with a trocar and the hook electrode (note: non-erbe accessories.). A neutral electrode (ne) from another manufacturer (blayco, part number 2600, lot number 244/11-23) was also used in the procedure. The neutral electrode was placed on the patient's thigh. Near the end of the procedure, the user was unable to coagulate with the erbe esu, coag mode spray coag at 80 watts. Therefore, the surgeon switched to the wem 501sx device from medtronic. Then when the doctor pulled out the trocar, there was a burn at the site and a piece of the patient's skin unintentionally was removed. The patient received wound care to address the skin lesion/necrosis and the wound healed without any problems.

Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the other non-erbe equipment and accessories were not available for an examination by erbe.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, the skin lesion at the trocar insertion site was most likely a burn caused by leakage current. It is possible that the current flowed from the poorly insulated instrument via the trocar. The high current density at the point of contact between the trocar and the skin can cause a burn. However, the cause can also be associated with capacitive coupling. The insulated high-frequency instrument is in contact with the trocar sleeve over several centimeters. As a result, despite intact insulation, a portion of the high-frequency current can be transferred to the trocar, causing a burn. In most cases, it is a combination of both phenomena, which can even occur with a plastic trocar. To minimize the leakage current during laparoscopy, the lowest possible voltage and power should be used, and the activation cycles should be kept as short as possible. Nevertheless, warnings in the esu's user manual cover the issues of leakage current and capacity coupling. In summary, no conclusive determination could be made as to the cause(s) of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.